Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to another onetouch ultramini. The complaint was classified based on information obtained from the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issue began at 2 a.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿109 mg/dl¿ with the subject meter and ¿70 mg/dl¿ with the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿s criteria for accuracy. The patient advised that she does not take any medication to manage her diabetes and reported that approximately 10 minutes prior to obtaining the alleged inaccurately high blood glucose reading, she developed symptoms of ¿itching, sweating and nausea¿. The patient advised that she self-treated her symptoms by drinking 3 oz., of orange juice. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. It was also noted by the csr that the patient did not have testing supplies available to test the subject device. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because whilst using the subject device, the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. The alleged issue could not be ruled out as a cause or contributor to the onset of symptoms.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.